Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. Patient services (ps) did not collect the serial number of 97745 controller/97755 recharger because caller was not with pt/equipment at time of call. The reason for call was caller reported pt has been receiving error messages on their controller. Caller said pt did not provide further details about the error messages. Caller said they instructed pt to reset the controller and everything seemed to be working as expected after the reset. Caller stated they were unsure of the event date and said that if you ask the pt when issues first began, they'll say they've always had ongoing issues. Caller stated they instructed pt to contact ps if issues return. Additional information received from the patient's representative. It was reported that the patient was seeing the message "rm04." It was difficult when the patient couldn't charge and then they didn't have pain control. The recharger was getting hot. A replacement device was requested.

Manufacturer narrative:
Concomitant medical product: product ID 97755 serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6). B3. Date is estimated; year is valid. H3: analysis of the 97755 recharger (rtm) (serial number (B)(6)) found that the device was scrapped due to the recharge antenna failure of the no device found message and due to failing on bench testing. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.